Event description:
The customer reported obtaining extremely high white blood cell (wbc) or diff results after replacing all reagents on the coulter act 5diff cap pierce (cp). The customer indicated that results were confirmed with manual smears and did not match with the results generated from the analyzer. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Multiple attempts were made to request instrument printouts but were not provided by the customer. Quality controls (qc) ran before and after the event were within specifications. Beckman coulter field service engineer (fse) was dispatched and confirmed that the erroneous wbc results were flagged. The fse noted that the diluent reagent syringe was leaking. The fse proceeded to replace the diluent reagent syringe, the wbc aperture, o rings, solenoid valve #11, wbc bath and cable. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: wbc aperture, o rings and wbc bath.